Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2ml of juvéderm® volite¿ in both cheek. That same day, patient experienced livedi reticular discoloration with pain on the posterior of the right zygomatic arch and extending to the zygoma, preauricles and temporale. The capillary filling time was also delayed. With the diagnosis of vascular occlusion, hyaluronidase was applied to an area of 1500 units. Aspirin and hot application started. Pain has resolved.